Manufacturer narrative:
Investigation summary: the device was visually inspected and reddish brown material was observed under the pebax, no damage was found. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. In addition, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the pebax area cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. In the procedure of ventricular extras, the catheter was raised to the left ventricle by retroartic access and an error 402 of ¿map magnetic distortion¿ and error 95 of ¿force is out of measurement range¿ appeared. The movement of the catheter was erratic and jumpy. It was stated that the beam went away and the connector of the catheter was changed with the same result. After, the catheter was changed and the issues were resolved. They were able to continue to map. There were no patient consequences reported. The error 402 of ¿map magnetic distortion¿ and error 95 of ¿force is out of measurement range¿ were assessed as not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The catheter icon jumping was assessed as not reportable. It is a highly detectable issue. There is no real movement of the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the catheter for evaluation. On (B)(6) 2018, they discovered reddish material under the pebax. This issue was assessed as not reportable. If foreign material was found underneath the pebax, however; there is no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury was remote. During this time, no physical damage had been found in the integrity of the pebax. On (B)(6) 2018, during additional assessment of the scanning electron microscope (sem) analysis, there was evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date is (B)(6) 2018.